Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia and manual injection with insulin pump as treatment. Customer blood glucose level was over 400 mg/dl.  It was unknown about used insulin pump system within 48 hours of reported event. Customer declined troubleshooting was performed for high blood glucose readings and it was unknown about  used of the minimed system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The product was not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.